Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that two and a half months ago the lead warning occurred for low impedance. Since then they have had a number of low impedance paces but today the impedance measured in normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that two and a half months ago the lead warning occurred for low impedance. Since then they have had a number of low impedance paces, but today the impedance measured in normal range. It was later reported that the lead had oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.